Event description:
It is reported that after the proximal screw was placed, x-ray revealed that the screw in the proximal dynamic slot was malpositioned. The surgeon had to make an incision on the medial side and use a tamp and mallet to drive the screw back to a position where a screwdriver could be used to back the screw into the proper position.

Manufacturer narrative:
This report will be amended when our investigation is complete.